Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was worn for more than 48 hours before the issue was realized. Blood glucose levels exceeded 400 mg/dl. Blood was coming from the insertion site as well.

Manufacturer narrative:
The device was observed with the linkage assembly in the fully retracted position but the formed needle extending past the bottom housing window. After opening the pod, the formed needle was found to be dislodged from the slide retract. The slide retract was observed to be damaged, indicating that the formed needle was incorrectly installed. This resulted in the needle failing to retract. Blood was observed on the adhesive pad. The bleeding was caused by the formed needle failing to retract as a result of the incorrect installation. The tip of the soft cannula was observed to be disfigured. It is unknown how or when this damage occurred. It could not be determined if this damage contributed to bleeding. The formed needle was observed to be bent. It is unknown how or when this damage occurred or if it contributed to the reported events. No timeouts or drive stalls were seen in the device data.